Manufacturer narrative:
The device ro10014 has been inspected for investigation purpose. The tests performed confirmed that screws underneath head holder interface knob were loose. The defective parts were tightened for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the head holder adaptor was non-functional. There was no patient involvement reported.